Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts maintenance stated when the brake is set, the left foot caster still rotates around.